Event description:
The instrument became stuck in the abdomen and would not disengage. We needed to use a clamp to disengage it following the stat lines instructions. (I contacted them intra-operatively). When we disengaged the instrument, one of the wheels on the part of the attachment which goes into the da vinci was found to be off.